Event description:
The device was used during an unknown procedure. It was reported by the affiliate that device was dropping clips. There was no pt consequence.

Manufacturer narrative:
Tracking #.44583. Date sent: 11/02/1998. D5,6; h4: info not available, device not returned for analysis.